Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that there was a problem with the system, and a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Troubleshooting steps included replacing the catheter, auto connection box, coaxial umbilical cable, and electrical umbilical cable, restarting the console, and turning off other equipment to eliminate electrical interference, but the issue was not resolved. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned. The patient file was created on the reported event date; however, the patient file is not valid and/or in a format that cannot be assessed. In conclusion, the reported system notices were not observed in the data files. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.